Event description:
It was reported that during a pph procedure according to longo technique, the staples fired but did not close properly. Thus, the tissue resulted torn and the surgeon decided to manually suture and opted for a second surgery, this time following the milligan morgan technique. There were no other patient complications reported.

Manufacturer narrative:
Date sent: 12/18/2007. Information anticipated, but unavailable at this time.